Manufacturer narrative:
Dippel, e., md, shammas, n., md, takes, v., coyne, l., & lemke, j. (2006). Twelve month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries:a quality of life assessment. The journal of invasive cardiology, 18(7), 316-321. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart stent but the catalog and lot numbers are not available. As noted in the publication by dippel. E., shammas, n., takes, v., coyne, l., lemke. J. (2006). Twelve-month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries: a quality-of-life assessment. The journal of invasive cardiology. 18(7). P.316-21; reported one patient post smart stent implantation developed acute thrombosis within 24 hours of the index procedure which was successfully treated with intra-arterial thrombolysis, rheolytic embolectomy and angioplasty. The intended procedure was percutaneous revascularization for superficial femoral artery (sfa) chronic total occlusion (cto). The stent diameter was oversized by 1-2 mm greater than the target reference vessel lumen, and post-dilation was performed with an unknown balloon diameter equal to the reference vessel lumen by visual estimate. The device was not returned for analysis. Device history record (DHR) review could not be performed since complaint lot is unknown. The reported ¿arterial thrombosis¿ could not be confirmed due to the nature of the event and procedural films not being received. The exact cause could not be determined. Thrombosis, stenosis, and/or restenosis are commonly indicated events for non-defect complaints. Patients that require stents and filters typically exhibit signs of thrombosis and restenosis prior to receiving these devices. Reports of these conditions after the devices has been successfully deployed have not been linked to known manufacturing processes of criteria of the stent. As per the instructions for use (IFU), which is not intended as a mitigation, ¿avoid contaminating the stent. As with any type of vascular implant, infection, secondary to contamination of the stent, may lead to thrombosis or pseudoaneurysm. In the event of thrombosis of the expanded stent, thrombolysis and pta should be attempted.¿ ¿the following complications may be associated with intravascular stent implantation: abrupt closure, arterial occlusion/ thrombus, arterial restenosis, arterial stenosis, or dissection, arteriosclerosis, stent occlusion.¿ ¿before insertion of the primary dilatation catheter, the appropriate antiplatelet and anticoagulant therapy should be administered.¿ without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As noted in the publication by dippel. E., shammas, n., takes, v., coyne, l., lemke. J. (2006). Twelve-month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries: a quality-of-life assessment. The journal of invasive cardiology. 18(7). P.316-21; report one patient post smart stent implantation developed acute thrombosis within 24 hours of the index procedure which was successfully treated with intra-arterial thrombolysis, rheolytic embolectomy and angioplasty. The intended procedure was percutaneous revascularization for superficial femoral artery (sfa) chronic total occlusion (cto). The stent diameter was oversized by 1-2 mm greater than the target reference vessel lumen, and post-dilation was performed with an unknown balloon diameter equal to the reference vessel lumen by visual estimate.